Event description:
It was reported that the device was delivering approximately 70 joules high during testing. The incorrect energy was being delivered at all the selected energy levels. There were no reports of patient use associated with this incident.

Manufacturer narrative:
The biomed confirmed that he was able to open the device and reseat the connections internally. After verification of the connections, the device was found to be functioning normally. The device was recalibrated and returned to the end user for use. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.